Manufacturer narrative:
The device has been requested for evaluation; however, it has not yet been received. Additional reporter details: (B)(6).

Event description:
An event involved a chemoclave vented bag spike reported that it always had air in line during infusion. An unknown chemo drug was involved in the event. There was no bleed back reported. The product is not a biohazard, and the device was not reprocessed/resterilized. There was patient involvement but no patient harm. There was no delay in critical therapy.

Manufacturer narrative:
Two used devices were received for evaluation on (B)(6) 2026, connected to an unknown, bag spike adaptor w/ spiros and an unknown, primary plum set and one of them additionally connected to a, 0.9% sodium chloride 500ml bag were returned for evaluation. As returned, there was no physical damage or anomalies. The samples were primed and no flow restriction or occlusion were noted. The claves were dissembled and a crushed spike in just one clave was noted, no additional damage or anomalies were noted. Complaint can be confirmed. The probable cause is unknown. The lot history was reviewed, and no nonconformities were identified that may have contributed to the reported complaint. Additional information b5 section.

Event description:
Additional information was provided stating that the device generated an alarm.